Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by a sore stomach. Upon the occurrence, the pt was hospitalized for the event. On an unspecified date, the pt began treatment for the peritonitis with unspecified antibiotics, administered via IV (intravenously) and via ip (intraperitoneally) for 10 days. Dianeal and extraneal therapies were ongoing and the dosage of each was maintained. The cause of the peritonitis was unknown. Five days after being admitted to the hospital, the pt was discharged. On an unreported date, the pt was recovered from the peritonitis. Additional information was requested but is not available.